Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she changed her infusion set and treated her 358 mg/dl blood glucose value with a bolus, but her blood glucose increased to 417 mg/dl hours later. The patient had experienced nausea as a result of the hyperglycemia. The patient changed her set and by morning time her blood glucose had decreased to the 180 mg/dl range. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.